Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the procedure, high, out of range high voltage lead impedance was observed. The pocket was reopened and reconnected the lead. The device was interrogated and normal impedance measurements were observed. The impedance remained stable with pocket manipulation in-clinic. The patient was in good condition.